Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, lead noise on the ventricular channel was observed. Patient was asymptomatic. The noise was reproduced when the patient coughed. Further testing is planned.